Event description:
As reported by the legal team, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including but not limited to, malfunction, including perforation and tilt. The following additional information was received per the patient¿s implant records, the inferior vena cava (ivc) filter was implanted due to the presence of a patent foramen ovale and a significant thrombus in the right femoral vein. Preoperative assessment for pulmonary embolectomy and left atrial and left ventricular thrombectomy; previous history of coronary bypass surgery; massive pulmonary emboli with inability to anticoagulate secondary to need for coronary bypass surgery. The trapease filter was placed successfully via the left femoral vein at l3 1/2. The angiographic data noted two failed grafts, patent diagonal graft, patent left internal mammary artery to the left anterior descending artery with high grade left anterior descending artery disease distally, native right coronary disease with loss of right coronary graft, diffuse om-1 and left circumflex disease. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately eight years and ten months post implantation. The patient reports perforation of filter strut(s) outside the ivc and filter tilt. The patient further reports living with the anxiety of having a filter that could fail at any time, but that may not be retrievable without serious surgery, and living with the fear the filter has tilted within the vena cava and perforated outside of it.

Manufacturer narrative:
The catalog number is unknown; if received, it will be provided. Concomitant devices: unk #6 jl-4 unk lima catheter unk pigtail catheter complaint conclusion: as reported, the patient underwent placement of the trapease vena cava filter. The patient is reported to have had a history of coronary artery bypass graft (CABG) surgery and massive pulmonary emboli. The indication for the filter implantation was reported to be the presence of a patent foramen ovale with significant thrombus in the right femoral vein prior to a planned pulmonary embolectomy and left atrial and ventricular thrombectomy. In addition, the patient was deemed to be unable to have anticoagulation therapy due to planned repeat CABG surgery. The filter was implanted via the left femoral vein and deployed between l3 and l4. In addition, angiography revealed two failed bypass grafts. Grafts to the diagonal and left anterior descending arteries were noted to be patent. The patient was further noted to have native right coronary artery (rca) disease with loss of the rca graft and diffuse first obtuse marginal and left circumflex disease. Approximately eight years and ten months after the filter implantation, the patient became aware that the filter had tilted, and that strut(s) had perforated outside the inferior vena cava (ivc). The filter subsequently malfunctioned and caused injury and damages to the patient, including but not limited to, malfunction, including perforation and tilt. The patient further reported having experienced anxiety and fear associated with the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and ivc perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The catalog number is unknown; if received, it will be provided. Complaint conclusion: as reported, the patient underwent placement of the trapease vena cava filter. The indication for the filter placement was not reported. The filter subsequently malfunctioned and caused injury and damages to the patient, including but not limited to, perforation and tilt. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. The reported ivc perforation could not be confirmed without procedural films for review. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including but not limited to, malfunction, including perforation and tilt.